Manufacturer narrative:
Additional data: b5: "on (B)(6) 2022, the lens was exchanged with a different model/longer length lens and the problem was resolved." Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Weight/ ethinicty/ race:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a icm120v4 implantable collamer lens of a -13.00 diopter was implanted into the patient's left eye (os) on (B)(6)2013. On(B)(6)2022 , low vault and refractive change overtime was observed. Lens remains implanted.